Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/28/2016 with the following findings: evaluation revealed that multiple call service 052, 054 and 012 alarms observed in alarm history. Pump powers on to blank screen with only two beeps and a blank display, the screen does not progress to a call service sleep error. The pump gives an audible and vibratory alert every 3 minutes. The software to the slave processor was reloaded; pump now powers on with display functioning properly. A battery compartment crack was found at the threads to the left of the bumper and below the bumper traveling toward the case seal. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.